Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. Access was obtained via the right femoral artery. The 85-90% stenosed target lesion being treated was in the saphenous vein graft (svg) to the right coronary artery. An 0.014"x300cm filterwire was advanced due to a clot at the target vessel. Predilation with a 2.50x12mm apex balloon catheter was performed in the svg at 10 atm for 8 seconds and 8 atm for 6 seconds. A 4.00x24mm promus element plus stent delivery system (sds) was then advanced to the svg and deployed at 12 atm after 15 seconds. There was some unresolved clot notes, so a 4.00x16mm promus element plus sds was then advanced however it caught the previously deployed stent and pushed it distally causing it to shorten. The 4.00x16mm promus element sds was removed. A 4.00x15mm apex balloon was then advanced for post-dilation of the damaged end of the 4.00x24mm promus element stent and was inflated twice to 12 atm for 22 seconds and then 10 seconds. The 4.00x15mm apex balloon was removed and the 4.00x16mm promus element plus sds was again advanced and deployed at 16 atm after 20 seconds. There was no unresolved clot remaining at the lesion. No patient complication were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).